Manufacturer narrative:
The customer reported there was no patient involvement at the time the issue was discovered.

Event description:
It was reported that the hospital me checked the device and observed a touchscreen failure. The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device with the assistance of the customer. The reported problem was confirmed. The me was able to touch the screen but the reacted position was misaligned. Calibration was performed several times but the phenomenon was not improved.

Manufacturer narrative:
G5:510(k)#: k102985. B4: (B)(6) 2021. The product support engineer replaced the touchscreen to resolve reported problem. The device passed required performance verification tests per philips standards. Based on information provided and/or service performed it has been confirmed unit did not meet product specifications. Although requested to be returned, the removed component was not received for evaluation at this time; therefore, the root cause at the component level could not be determined. An evaluation will be performed if the removed component is received, and an additional report will be submitted.

Manufacturer narrative:
The removed touchscreen was returned to the failure investigation lab (fi). A visual inspection of the touchscreen revealed no evidence of damage or contamination. The fi technician installed the touchscreen into a fi ventilator to duplicate the reported issue. It was observed that electrical testing is out of specification. Intermittent unresponsive regions all over the touchscreen are observed. Faults are found on this returned touchscreen. This failure was caused by the manufacturing process leaving dead spots on the screen.